Event description:
A customer contacted baxter's technical service center regarding the need for a swap. The home patient (hp) requested a swap due to the homechoice (hc) having too many low drain volume alarms (ldv) in some cycles and overfill at the end of therapy. The hp reported feeling abdominal discomfort, abdominal pain, and difficulty breathing. Per the hp, he manually drained almost 4000ml. The technical service rep (tsr) tried to explain the alarm and the hp requested the swap. The hp will program the new hc. The hp was contacted on 03/03/2008 to discuss ldv and overfill reports. The hp did not recall any information regarding the ldv alarm received and indicated that the peritoneal dialysis (pd) nurse who took care of him at the pd clinic informed him that his difficulties were due to fibrin and that after manipulating the catheter "and moving things around" the hp was draining fine. The hp also stated that he went to the hospital on the month before and that what was thought to be a heart attack was not a heart attack ,and that the physicians told him his EKG and imaging results during his stay were perfectly fine. The hp stated that he was not informed of anything else. The hp was discharged from the hospital on the next day. The hp stated that during his visit to the pd clinic, the pd nurse stated that the overfill was due to his inability to drain as a result of the fibrin. The hp also stated that he has some stomach problems that will be addressed during his doctor visit. The hp did not have any additional information. The home patient sounded somewhat confused about specific dates and what occurred on those dates. The hp's nurse was contacted on 03/11/08 to confirm. The nurse stated that he was aware of both the low drain volume and overfill reports. The nurse explained that when the hp went to the hospital, he was experiencing chest pain, and this was not a heart attack, confirming what the hp explained previously. The nurse indicated that when the hp went to the clinic on the month before, the chest pain, abdominal pain, abdominal discomfort, and difficulty breathing were resolved with draining (4.4l) and that the hp had a huge fibrin plug which was resolved with brisk irrigation with a heparin filled syringe. The nurse indicated that the hp's last fill volume is 1.5l. The nurse also stated that he believes the overfill was due to the hp's catheter position, the fibrin plug, and the initial drain being set too low. The nurse then stated that the hp's initial drain volume was changed and that the hp has since been fine, continuing peritoneal dialysis therapy well. The nurse did not have any additional information. No serious patient injury or medical intervention was indicated at the time of the initial report or during the follow-up call with the nurse.

Manufacturer narrative:
The home choice unit has been received, but the evaluation is not available yet. A follow-up report will be sent when evaluation is available.